Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The proximal section, middle section, and distal section were visually and microscopically examined. Inspection of the rotawire did not identify any damages or defects. Functional testing was performed using the returned wire. During testing, the returned wire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported perforation and additional surgical intervention as clinical circumstances were unable to be replicated and the rotawire performed as expected during testing.

Event description:
It was reported the rotapro was stuck in the lesion, the burr detached and a perforation occurred. During a percutaneous coronary intervention (pci) procedure, a 1.50mm rotapro and a rotawire drive were selected for use. The burr was noted to be stuck in the lesion. The rotapro and rotawire were removed together to release from the lesion. A stall was also noted with the device and the burr detached from the rotapro device. Following the entrapment in the lesion, a perforation was confirmed by contrast examination. A non-bsci stent was placed and the procedure was completed. The patient was stable post-procedure.